Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07901. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that a miniarc mesh was implanted into patient on (B)(6) 2009 and on (B)(6) 2010. It was reported that patient underwent mesh removal on (B)(6) 2010 and mesh release on (B)(6) 2011 due to erosion and urinary retention respectively. (B)(4) ¿urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4).